Event description:
Stretcher found in storage tagged "brake not working on head end". No injury reported.

Manufacturer narrative:
Technician found the stretcher in storage tagged "brake not working on head end". Found screw broken in hex rod and weldment for b/s rod broken at frame. Replaced hex rod and screw. Drilled holes and installed new brake/steer rod bracket to resolve this issue.